Event description:
Per the clinic, the patient experienced extrusion of the receiver-stimulator; subsequently the patient underwent revision surgery (date not reported) to reposition the implant and suture site.